Event description:
It was reported that the patient presented in-clinic after receiving inappropriate high voltage therapy; possible right ventricular lead dislodgement. Upon interrogation, the lead was seeing p and r waves and the lead was pulled back. The patient was admitted to hospital for a lead revision, however, when the pocket was opened twiddler's syndrome was discovered. The lead was explanted and replaced. The patient was stable post procedure.